Manufacturer narrative:
(B)(4). Once any further information becomes available, this report will be updated.

Event description:
Additional information was received that a revision was performed. It was confirmed that there was a loose connection between the device and this ra lead. The lead was reconnected to the device and both products remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this right atrial (ra) lead presented with pacing impedance measurements above 3,000 ohms. A chest x-ray was performed and the lead is still in a good position in the atrium. The physician also requested another x-ray to see if there is a connection issue with the cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.